Event description:
Multi patient disposable set had been working fine during the first part of the procedure, then "intra procedure" a system(machine) message said stopcock popped out and needed to reinsert stopcock. It got reinserted and message still came across system. The stopcock then had to be held into the system until the end of the procedure.